Event description:
It was reported when using the bd pyxis medstation system drawer 5 was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 failed. The field service engineer found that the inseparable magnet was missing, hence replaced to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.